Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
On or about (B)(6) 2006 an ams monarc was implanted in the plaintiff to treat her pop and/or sui. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff suffered debilitating injuries from the synthetic mesh including mesh erosion, hardening, chronic pain and worsening urination leading to the need for dangerous and serious surgery; required and will continue to require healthcare and services; has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain and other such damages. It was also alleged that the plaintiff "suffered severe medical injuries, pain and suffering, and severe emotional distress."